Event description:
It was learned though implant patient registry that a patient with a 23mm 3300tfx valve implanted for 8 years and 3 months underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 23mm 9750tfx transcatheter valve. The patient post-procedure status in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 component code, type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Through further investigation, it was determined that a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 3300tfx aortic valve implanted for 8 years and 3 months underwent a valve-in-valve procedure due to stenosis and prosthesis-patient mismatch. The patient presented with shortness of breath. The procedure was performed with a 23mm 9750tfx transcatheter valve. The patient post-procedure status in recovery.

Manufacturer narrative:
Updated sections: a4, b5, b7, g3, g6, h6 component code, health effect - clinical code, and device code(s).